Event description:
A pedicle screw system was implanted into the patient in 2006 for spinal fixation. During a routine post operative x-ray examination, a locking nut was observed disengaged from the implanted system. No complications or adverse effects from the device have been reported. In 2007, the physician reported that the patient was experiencing a normal recovery and no surgery is planned to correct the reported disengagement of the locking nut. The patient is under normal routine observation and no additional procedures were performed or planned as a result of the disengaged locking nut.

Manufacturer narrative:
This is a retrospective filing following an audit of complaint files following a similar malfunction resulting in medical intervention. No complications or adverse effects from the device were reported. Internal investigation suspects the cause of the reported loosening of the locking nut during implant of the device.